Manufacturer narrative:
The valve was patent. It met the specifications for leak, reflux, pressure flow and pre-implantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a vp shunt procedure was performed on a pediatric pt. According to the report, a few days after the procedure, the flow became worse. The report stated that the physician suspected that the device was occluded. Reportedly, the valve was explanted and a new one was implanted.